Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The customer requested the device be returned, unrepaired, so no further failure analysis was performed. The cause of the reported failure could not be determined.